Event description:
A hospital in (B)(6) reported via a distributor that there was a loose connection that caused an rt116 adult breathing circuit to disconnect from the ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt116 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt116 adult breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) and visually inspected. Results: visual inspection revealed that the inner diameter of the pressure line measured outside of specification. A lot check revealed no other complaints of this nature for lot number 110810. Conclusion: our investigation identified that an incorrect pressure line was assembled and packed into the rt116 breathing circuit kit. The rt116 user instructions that accompany the device state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.